Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: UDI and h4: manufacture date are unknown, no serial number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced an alarm on her pump the previous night while attempting to change her cassette. The product fault occurred while in use by the patient but did not cause or contribute to any patient or clinical injury. The patient switched to a backup device and was able to successfully continue the infusion.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.